Event description:
Jaws broken in an operation and the pieces were removed from the patient. No additional patient information was provided.

Manufacturer narrative:
The ref 3261 tip was not returned in a timely manner, therefore, no investigation could be conducted on the tip. No additional complaints have been received for this lot number. There is no remaining product with this lot number in-house to examine.